Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "considerable increase in the volume of the left breast", "liquid around the breast", and "hematoma and late seroma with associated inflammatory alterations and also, suspicion of bia-alcl". Pathological markers confirming alcl have not been received. Device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2753414 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos, the event lymphoma - alcl - suspected, seroma late and capsular contracture were unable to be observed. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue (B)(6) (v3.0) this code is classified as medical event; also, according to the procedure (B)(6) (v3.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "considerable increase in the volume of the left breast", "liquid around the breast", and "hematoma and late seroma with associated inflammatory alterations and also, suspicion of bia-alcl". Pathological markers confirming alcl have not been received. Device has been explanted. Capsulectomy was performed.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture", "seroma-late", and "lymphoma - alcl - suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "liquid around the breast"; "suspicion of bia-alcl".

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Lymphoma - alcl - suspected: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "considerable increase in the volume of the left breast", "liquid around the breast", and "hematoma and late seroma with associated inflammatory alterations and also, suspicion of bia-alcl". Pathological markers confirming alcl have not been received. Device has been explanted. Capsulectomy was performed.